Event description:
The infraumbilical 10 mm plastic innerdyne trocar shredded at the tip and a jagged 2x3 cm piece was missing from the end. The piece had come off in the infraumbilical fascia and was wedged there, thus able to remove it under direct visualization.